Event description:
It was reported that the insulation of the device was compromised.

Event description:
It was reported that the insulation of the device was compromised.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Manufacturer narrative:
The product was returned for investigation. The reported failure mode was confirmed. Visual inspection confirmed cracks on the handle and insulation. The probable root causes are manufacturing in which excessive force was applied when installing the shaft onto the handle with the arbor press during assembly process, improper sterilization methods, normal wear, and/or user misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.